Event description:
A report was received that the patient underwent a pocket revision due to the ipg being turned in the pocket and the inability to charge. The patient is reportedly well after the procedure.